Event description:
Information received by medtronic indicated that the insulin pump had two vertical lines on the lcd screen of the insulin pump. Self-test was performed and completed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring: clear. Customer returned pump for missing segments found on (B)(6) 2021. Pump received with missing segments. Unable to perform the displacement test, sleep current test, active current test and self test due to missing segments. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, harness assembly and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked retainer, pillowing overlay, cracked battery tube threads, cracked battery tube and cracked corner of belt clip rails. Missing segments due to moisture on pcba 1 and harness assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.